Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 101 mg/dl and the bg meter was reading 39 mg/dl. The patient was feeling sweaty and shaky. There was no documentation of treatment provided for the bg meter reading of 39 mg/dl, however, due to the inaccuracy, the patient drove herself to the emergency room (ER). At the ER, the patient was treated with insulin, basaglar 15 units and humalog kwikpen 50 units (once her bg level stabilized). The patient was discharged home the following day, on (B)(6) 2024. The patient was in good and stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.